Event description:
"High a. Threshold." Also, atrial oversensing exhibited but engineer stated this does not appear to be a lead issue. Lead manufactured by st. Jude. Case: (B)(4) / (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).